Event description:
It was reported that catheter was stuck occurred. The target location was located in left lower limb vein. An angiojet zelantedvt was advanced for a thrombectomy procedure. However, during the insertion, the catheter was obstructed and could not pass through the lesion. The procedure was completed by another device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter information : (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The catheter shaft showed severe damage in which the shaft was fractured and separated at 96 cm from the strain relief. The tip of the device along with the jet head was detached and missing from the device. Functional testing was not attempted due to the extreme damage to the device. No guidewire was received with the device. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was confirmed for guidewire issues related to a shaft separation, hypotube separation, and tip damage.

Manufacturer narrative:
Initial reporter facility name, address: (B)(6).

Event description:
It was reported that catheter was stuck occurred. The target location was located in left lower limb vein. An angiojet zelantedvt was advanced for a thrombectomy procedure. However, during the insertion, the catheter was obstructed and could not pass through the lesion. The procedure was completed by another device. There were no patient complications reported and the patient was stable.